Event description:
A user facility clinic manager (cm) reported to fresenius technical support that after completion of auto prime and recirculation completion was confirmed and the clinician went to the home screen to set up treatment start. All parameters were entered, the bloodline saline was refreshed, the patient was connected and the blood pump started. Once blood was completely through the circuit and the status bar turned yellow, the treatment was started changing treatment pause to treatment running. The status bar turned green and the time indicator on the treatment running button was green. However, if the ultrafiltration (uf) time did not cross over to remaining time on dialysis (rtd), the uf removed did not zero out and the blood pressure did not start. Uf was turned off, uf removed was zeroed out, uf turned back on, time was manually entered into the rtd and blood pressure initiated manually. Generally these items are automatic with the start of treatment. Upon follow-up, the cm confirmed the reported issue. The cm stated that the patient did not experience a serious injury, adverse event, or require medical intervention as a result of the reported issue. The nurse stated that the uf function did not turn on at the start of treatment and the nurse who programmed the machine stated at the time of the event that they had not forgotten to turn on the uf function. The nurse stated that the issue was found early into the patient's treatment and the nursing staff was able to adjust the uf times to match the remaining time to dialyze (rtd) so the patient could complete treatment on the same machine and meet their intended uf goal. The nurse stated that the machine was not removed from service and remains in service without reoccurrence of the reported event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A user facility clinic manager (cm) reported to fresenius technical support that after completion of auto prime and recirculation completion was confirmed and the clinician went to the home screen to set up treatment start. All parameters were entered, the bloodline saline was refreshed, the patient was connected and the blood pump started. Once blood was completely through the circuit and the status bar turned yellow, the treatment was started changing treatment pause to treatment running. The status bar turned green and the time indicator on the treatment running button was green. However, if the ultrafiltration (uf) time did not cross over to remaining time on dialysis (rtd), the uf removed did not zero out and the blood pressure did not start. Uf was turned off, uf removed was zeroed out, uf turned back on, time was manually entered into the rtd and blood pressure initiated manually. Generally these items are automatic with the start of treatment. Upon follow-up, the cm confirmed the reported issue. The cm stated that the patient did not experience a serious injury, adverse event, or require medical intervention as a result of the reported issue. The nurse stated that the uf function did not turn on at the start of treatment and the nurse who programmed the machine stated at the time of the event that they had not forgotten to turn on the uf function. The nurse stated that the issue was found early into the patient's treatment and the nursing staff was able to adjust the uf times to match the remaining time to dialyze (rtd) so the patient could complete treatment on the same machine and meet their intended uf goal. The nurse stated that the machine was not removed from service and remains in service without reoccurrence of the reported event.